Manufacturer narrative:
The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that during receipt inspection of the subject device, a communication error (e216) had occurred in the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; cracks and dents on the video connector omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is presumed that the cause of error216 is that foreign matter such as foreign matter adhered to the electrical contact part of the video connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.